Manufacturer narrative:
The hill-rom technician found all four casters are not holding most likely due to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the brake casters are not holding. The bed was at a hill-rom service center not in use. There was no patient/user injury reported. (B)(4).